Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: [mr# 1221934-2018-54393].

Event description:
It was reported that the output is not putting out water need an exchange.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI:(B)(4). Associated medwatch: [mr# 1221934-2018-54393]

Event description:
It was reported that the output is not putting out water need an exchange. Additional information from the sales rep (B)(6)2018: 1. The device was not providing enough suction and caused pressure in the joint to increase. 2. No surgical delay- they proceeded with case and addressed the concern after. 3. Procedure was completed. 4. One alternative pump was readily available. 5. No patient impact reported.

Event description:
The sales rep provided the following additional information: I confirm that same issue occurred with both pumps. Increased pressure in the joint did not cause any patient harm.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the device was received at the service center. The complaint was not confirmed. The following information was derived from the service report: per service manual operational and diagnostic analysis does not confirm the reported issue (output is not putting out water). Replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No defects were found therefore no root cause is available for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: DHR review; pn: 284002, sn: (B)(4), qty. Of the lot: (B)(4) units, date of release: 2015-05-25, expiry date (if applicable): n/a, supplier: (B)(4), manufacturing site: poland. Any anomalies or discrepancies in the manufacture of the lot: not observed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54393.